Event description:
Healthcare professional reported a patient wants to replace textured implants to smooth implants. Left side rupture was discovered at the time of explant.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was overweight and broken shell and others. A visual and microscopic analysis was performed which identified striated broken on the posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage like consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient wants to replace textured implants to smooth implants. Left side rupture was discovered at the time of explant.